Event description:
It was reported that rupture occurred in the balloon portion of the foley catheter during use.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual: received 1 all silicone foley catheter with leaflet (mykw3429), drainage bag and sheet. Verified material number 2758j14 and manufacturing lot number ngku0257. Visual inspection noted no obvious observations. Functional: using the in-house luer lock syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out of a tear measuring 0.3135inc found on the inflation funnel. The reported event is addressed in a corrective and prevention action (CAPA) document. DHR review, risk review, and labelling review are not required as event has already been investigated per CAPA 12182448. Corrections made to tab(s) d and h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that rupture occurred in the balloon portion of the foley catheter during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.